Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. A review of the lot history record revealed no nonconformities related to the reported event. The complaint handling database was reviewed and although there were no similar events for this lot, av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada dilatation catheter advanced, without issue, to the non-tortuous, superficial femoral artery focal plaque. Balloon dilatation was performed at 2 atmospheres (atm) without issue. The armada was attempted to be moved to another area within that same lesion. Resistance was met with anatomy during advancement and it was then noted that the armada had failed to deflate. The balloon was removed slowly with resistance within the sheath catheter. Since the balloon was only inflated to 2 atm, it was able to be removed from the sheath and from the patients anatomy without incident. The armada was tested outside the patients anatomy and it was still unable to deflate. Another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.